Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 at 10:20: 42 with drain volume of 2611 ml (combined drain volume cycle 4: 2301 ml, and post therapy drain volume 310 ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and upon further evaluation this event was determined not to meet iipv (increased intraperitoneal volume) criteria. Drain volume was 2301ml. The home patient then completed a last fill of 1500 ml before performing the post therapy drain, removing 310 ml. The drain volume does not meet the criteria for iipv.